Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01, implantable pacing lead, implanted: (B)(6) 2013; 5086mri45, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that just a few days after implant the patient returned to ER (emergency room). It was found that the right ventricular (rv) lead had no sensing of r-waves and no capture even at maximum output. It was noted that on x-ray the lead appears not to have moved since implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.